Event description:
Customer mistakenly applied a drop of breeze 2 control solution to his eye. Attempts were made to follow up with the customer by phone but there was no answer. A message was left on customer's answering machine. Further information not obtainable. No product replaced or being returned for evaluation.